Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently bleed back was noted. The tubing set was being used to deliver 30ml of an unspecified contrast media, at a rate of 3ml/sec, via an unspecified power injector. After an unspecified length of time in use, the tubing ruptured at an unspecified location and an unspecified volume of bleed back was noted. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The pt was discharged home following the procedure. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This is a known issue and no evaluation will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard IV administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the info known by the reporter upon query by hospira personnel.